Manufacturer narrative:
(B)(6). Product status: the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had blood back incident and during a procedure in the or (operating room) the iab ruptured. The customer ran a wire through balloon. There was no reported injury to the patient.